Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tenaculum forceps was found broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument chassis was broken at the back end where the luer plate sits in place. The parts that were broken off allowed the luer plate to move forward. There was no damage to the blue housing or the rest of the chasis. The broken damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had deep scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .145 and .211 in length and not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.